Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead triggered an alert due to increased counts to the sensing integrity counter (sic). The lead also exhibited increased impedance, oversensing, and noise which led to an inappropriate shock. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.